Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 500 (mg/dl) for 3 days. Reportedly, customer received a steroid injection approximately 3 weeks ago and was not sure if it was related to their elevated bg levels. The customer also reported that they were scheduled to change their infusion set on (B)(6) 2016 since it was last changed on (B)(6) 2016; however, they did not change the infusion site until (B)(6) 2016, and reportedly used humalog insulin in the cartridge for greater than 48 hours. Customer stated that they typically keep their old infusion site in until the new infusion site is determined to be in working condition. Customer's bg levels elevated after changing their infusion set on (B)(6) 2016, and remained elevated when they woke up on (B)(6) 2016. Customer changed their infusion site one more time before attaching their infusion set tubing to the old infusion site from (B)(6) 2016 (still attached to their body). Customer administered boluses and insulin injections to treat bg levels. Customer was reminded that humalog is only indicated for use up to 48 hours, infusion sets should only be used for 48-72 hours, recommendation was made to inset a new infusion set, and to remove all old infusion set sites; however, customer only agreed to inset a new infusion set site. During follow-up call on (B)(6) 2016, customer reported that their bg levels began to stabilize around 200 (mg/dl) and declined further follow up as they believed that the pump and supplies were working.